Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was not confirmed for transmitter ID 8re4xh. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation for transmitter ID 8m614w. The probable cause of the transmitter failed error could not be determined. The reported event of the sensor stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.